Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) involved with this complaint and completed the device evaluation. The reported complaint was confirmed upon failure analysis (fa) investigation. The instrument was found to have a broken conductor wire at the monopolar yaw pulley. The conductor wire was broken at the distal idler pulley location. The instrument failed the electrical continuity test. Thermal damaged was observed. The following was found during the device evaluation but was not reported in the initial complaint from the customer: thermal damage was observed on the distal clevis and proximal clevis. This failure is most commonly caused by mishandling/misuse. The distal clevis ear was cut off in-house for weld damage inspection. There was no conductor wire weld damage observed. The distal idler pulley was found to be broken. A broken piece measuring approximately 0.055" x 0.135" was found missing and not returned. The broken distal idler pulley exhibited thermal damage, likely caused by the broken conductor wire. A frayed grip cable was also observed at the distal idler pulley. The frayed cable strands stuck out at the wrist. The instrument was found to have a broken boss feature at the monopolar yaw pulley. The broken piece is not missing as a result of breakage. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A technical review is not required as there was no error related to the issue. A review of the instrument log for the pcs instrument associated with this event has been performed. The instrument was last used on (B)(6) 2020 on system sh2244. The alleged event occurred on the 9th use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. Damage to the conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the information for the fields was either unknown or unavailable. The expiration date is not applicable. Field is blank because the product is not implantable. The information for the blank fields is not available.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery spatula (pcs) had an exposed cable. There was no report of any fragment(s) falling inside the patient. The procedure was completed with a backup pcs instrument. There was no reported patient harm, adverse outcome, or injury. Due to the reported issue, the surgery was delayed by five minutes.

Manufacturer narrative:
Additional information can be found in the following section g4, g7, h2, h10. Additional analysis was performed on the permanent cautery spatula instrument and the following findings were observed. The missing broken piece from the distal idler pulley appeared to be at least partially thermally-induced damage as opposed to a mechanical break. On the remaining piece of the distal idler pulley, one side was completely covered with thermal damage while the other side exhibited some thermal damage but also appeared to have a shear break. The missing piece likely broke off due to a combination of thermal and mechanical stress. The instrument was also found to have a bent banana plug, which is most commonly caused by mishandling/misuse. The complaint remains a reportable event due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. Damage to the conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.